Event description:
Tech stated that the account alleged that the brake steer pedal was soft. No injury reported.

Manufacturer narrative:
Tech troubleshoot the stretcher and found the connecting rod broken allowing the stretcher to lock in brake mode but only at the head end. This caused the foot end to brake to not hold. Tech replaced the brake steer and the stretcher passes function test.